Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. The controller event log file contained events from 10nov2025 through 11nov2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), multiple types of organ failure and dysfunction (right heart failure and renal dysfunction), and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU also lists arrhythmia and infection as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The first diagnosis of the driveline infection was on (B)(6) 2025. Treatment performed at the time was doxycycline 100 mg bid for 7 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down at home. They were admitted to the hospital. An echocardiogram was notable for severely dilated right ventricle. Log files were sent for review. Despite the reported patient incident, there were no unusual events recorded in the event log file history. Based on the data visible in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The renal dysfunction was not determined to be caused by device or device therapy. A series of blood tests were performed. The cause of outflow graft repair was obstruction. There were no changes to anticoagulation or patient condition that may have contributed to the outflow graft issue. There were no changes to pump parameters at that time. The outflow graft obstruction was resolved. It was unknown if arrythmia caused clinical compromise or if it was sustained. The patient had a history of ventricular tachycardia in the past. The patient had a chronic driveline infection thus on cephalexin. Driveline and blood cultures were positive.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. The controller event log file contained events from 10nov2025 through 11nov2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the additionally reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), multiple types of organ failure and dysfunction (right heart failure and renal dysfunction), and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU also lists arrhythmia and infection as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient being found down at home was a mix of cardiogenic and vasodilatory shock. Right ventricular (rv) failure was present before left ventricular assist device (lvad) implantation and was not believed to be a device related issue. The patient had an acute kidney injury (aki) that required renal replacement therapy (rrt). Computed tomography (CT) showed a 13.6 cm anterior mediastinal collection with rv compression. The patient underwent sternotomy with evacuation of mediastinal collection and repair of the outflow graft on (B)(6) 2025. The plan of care included lasix intravenous twice daily and diuril 500mg, with a goal of net negative 1-2 liters, and to continue dobutamine 5 mcg/kg/min and wean epinephrine slowly. The patient was also treated with amiodarone and digoxin for atrial fibrillation. The patient was to continue coumadin and take cephalexin per infectious disease. The patient would follow up with wound swab culture and discontinue solumedrol.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.